Manufacturer narrative:
The preliminary analysis suggests that the reported behavior occurred because of a normal battery depletion.

Event description:
Reportedly, the programmer proposed to reset the device, but the procedure failed several times. The device was explanted and returned for analysis.

Event description:
Reportedly, the programmer proposed to reset the device, but the procedure failed several times. The device was explanted and returned for analysis.

Event description:
Reportedly, the programmer proposed to reset the device, but the procedure failed several times. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please refer to the attached analysis report. This MDR follow-up #3 is identical to MDR follow-up #2 (MFR report number: 1000165971-2018-00153), but is submitted again since the ack 3 is corrupted.

Event description:
Reportedly, the programmer proposed to reset the device, but the procedure failed several times. The device was explanted and returned for analysis.